Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2015. According to the complainant, in (B)(6) 2016 based upon high pressure alarm with the duodopa pump an x-ray of the abdomen was taken. It was noted the jejunal tube was knotted. A new jejunal tube was placed. There were no patient complications reported as a result of this event.